Event description:
The following comment was left on an orasure technologies, inc. Inteliswab facebook post: (B)(6). 'I had 3 negative at home tests! Pcr was positive.'

Manufacturer narrative:
Consumer posted a comment on facebook.com. No additional follow up is to be expected with the complaint file and the complaint will be closed internally.

Event description:
The following comment was left on an orasure technologies, inc. Inteliswab facebook post: barb baruth palla 'I had 3 negative at home tests! Pcr was positive.'